Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 sensor. The customer obtained a "scan again in 10 minutes" upon scanning and was unable to obtain readings. Customer experienced symptoms described as "cold and loose" and subsequently lost consciousness. An ambulance was called and upon arrival, treated customer with IV glucose. There was no report of death or permanent injury associated with this event.